Event description:
Information was received from a healthcare facility via manufacturer representative regarding a driver used in spinal therapy. It was reported that during routine inspection, it was determined that the inner driver shaft had detached from the outer mas sleeve. No patient was involved in the event. No further complications were reported/anticipated.

Manufacturer narrative:
H3: product analysis of part # 5584111 ; lot# sw18c007 visual and optical examination identified that the tip of the screwdriver has been sheared off and is missing and the threads are da maged, and it appears that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Inspection of the material hardness confirmed conformance to print specification. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.